Event description:
Customer reported implant loss. (B)(6). Implant did not have enough bone around it to fully integrate. Removed implant, placed bone and will place another implant in 4 months.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.